Manufacturer narrative:
The zoll icy catheter in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. If the device is received for investigation/evaluation, the ccr will be re-opened.

Event description:
A patient was hospitalized and an intravascular temperature management was needed. Approximately two hours after insertion of zoll icy catheter, the saline bag was noted to be empty. The saline bag was replaced twice. Zoll clinical specialist advised the customer to replace the catheter. The customer discontinued treatment with the thermogard and blanketrol surface technology was used instead. The catheter remained in the patient and was utilized for central line assess. No patient consequences reported.